Event description:
It was reported that an unspecified number of syringe 0.5ml 30ga 8mm u40 experienced product damage with the device still considered operable. Product defect was noted during use. The following information was provided by the initial reporter: cannula broken.

Manufacturer narrative:
Investigation: customer returned one (1) loose 30gx8mm, 0.5ml bd insulin syringe. Customer reported cannula broken. The returned syringe was examined, and it was observed that the stopper was missing. No damage to the cannula was observed. Unable to perform a DHR review due to an unknown lot number. - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (missing stopper) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (broken cannula) the automatic syringe assembly machine feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, log book entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 0.5ml 30ga 8mm u40 experienced product damage with the device still considered operable. Product defect was noted during use. The following information was provided by the initial reporter: cannula broken.